Manufacturer narrative:
The carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue is that the blender flag is stuck half way so the fio2 is at 50% and does move properly when changing the settings.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect gas delivery engine (gde) is available for analysis and an return good authorization (rga) has been issued. Carefusion has received the suspect component and an investigation is pending. Once the investigation is complete, a supplemental report will be submitted.

Event description:
The customer reported the internal blender is not functioning within specification on this avea ventilator. No reported patient involvement with this event.